Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of issues encountered when updating the programmer. The software was reinstalled and updated to the newest version to eliminate possible software issues. It was also determined at analysis that the stylus tip and cable were damaged, they were not responding to the touchscreen. The bullets assay was broken, and the paper tray was nearly empty. The electrocardiogram (ECG) connector on the link electronic module (lem) board was loose, the support plate and handle required an update. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that issues were encountered when updating the programmer. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.